Manufacturer narrative:
Preliminary analysis of data dated 28 may 2026, revealed on (B)(6) 2026, several recorded episodes labelled as ¿v burst¿ showed v oversensing with non-physiological signals. Between 24 november 2025 and 28 may 2026, the ventricular lead impedance is slightly fluctuating based on available information, no issue is suspected on the pm teo dr. The integrity of the ventricular lead vega r58 cannot be guaranteed. The ventricular lead explantation should be considered. The final decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering lead extraction or capping and leaving it in situ. If the ventricular lead is explanted, it should be returned to france for analyzing.

Event description:
Reportedly, the patient, dependent on ventricular pacing, complaining of dizziness. Follow-up revealed noise in the ventricular canal since a month ago. Oversensing was observed, despite impedance and threshold values being okay. The doctor questions whether intervention is worthwhile or if the oversensing can be minimized with programming. Attempts were made to reproduce the noise with maneuvers, without effect.